Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. The actual product arrived cut into two parts, and only the catheter was returned. When water was injected into the cut distal part of the catheter while maintaining its condition as received, there was resistance in the injection, and normal flushing could not be performed. Therefore, the distal part of the catheter could not be injected with cleaning solution and could not be cleaned normally. The cut proximal part of the catheter allowed water injection, enabling normal cleaning. When the appearance of the cut distal part of the catheter was observed, crushing was found at 10.4 cm from the tip, and flattening was found at approximately 11.0 cm from the tip. The total length of the cut distal part of the catheter was 12.0 cm and that of the proximal part of the catheter was 118.0 cm. No abnormality found on the tip of the actual product. Enlarged image of crushing at 10.4 cm from the tip of the actual product. Enlarged image of the flattened section around 11.0 cm from the tip of the actual product. The actual product was cut at a point 12.0 cm from the tip. Upon magnifying and observing the cut section of the actual product, the distal part of the catheter tube's cut surface was flattened into an oval shape. The braiding was exposed and bent in a certain direction. Using a progreat production flow product, a reproducibility test was conducted for catheter cutting using the following method. Method (1): insert the progreat production flow product into the two-way stopcock. In this state, turn the cock of the two-way stopcock to cut the sample. Method (2): cut the shaft part of the progreat production flow product to about 15 cm (hereinafter referred to as the sample). Pull both ends of the cut sample apart by hand to separate them. Result (1): the progreat production flow product was cut into 3 parts, resulting in a catheter piece of about 0.5 cm. When the cut part of the progreat production flow product was observed, there was no stretching in the resin around the cut part. Looking at the cut surface, the cut surface was flattened to an ellipse, the braiding was exposed. The resin and braiding were bent in a fixed direction. Result (2): observation of the sample's cut section revealed that the resin around the cut area had stretched. Examination of the cut surface showed that on one side, the resin had stretched significantly in an irregular direction and the braid is not exposed. The braiding on the other side of the cut surface was exposed and bent in an irregular direction. The shape of the cut surface was not an ellipse but indefinite. As a result, "(1) cutting with a two-way stopcock" was similar to the cutting observed in the actual product. The inner and outer diameters of the actual products were measured to confirm the presence of any individual abnormalities, such as thin resin, that may result in catheter breakage. The results showed that the section approximately 11.0 cm from the tip of the actual product was outside our company's specifications. However, the total length of the actual product, the outer diameter of the tip, and the inner and outer diameters of the proximal part were within our company's specifications. In the manufacturing process at our company, a 100% visual inspection is performed for the product progreat lamda at the time of packaging. The manufacturing record of lot. 240901020 was inspected, and no abnormality was found. An investigation of similar complaints that occurred in the past was performed. As a result, no similar complaint in the past was found for lot. 240901020. Based on the above results, it was considered possible that the catheter breakage observed on the actual product occurred during the operation of the stopcock while the catheter was inserted into the combination angiographic catheter. However, we could not identify the cause of occurrence for the following reasons. Detailed information such as the status of handling of the actual product was not obtained. Because it occurred during intended use.

Manufacturer narrative:
D2b: product code: dqo, kra. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E1: initial reporter name: requested, not provided. G4: 510k: n/a. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. Terumo medical products (tmp) (importer), registration no. 2243441, is submitting this report on behalf of terumo clinical supply co., ltd. (Manufacturer), registration no. 3009500972.

Event description:
Terumo medical corporation received the reported information. The procedure was a planned tape knee with imipenem. The insertion of the diagnostic catheter and the lambda microcatheter were not an issue. Shortly before reaching the popliteal artery, the doctor noticed something unusual on the x-ray image that he could not explain. After taking several images and removing the lambda, it became apparent that the lambda had broken off. The remaining piece in the patient was retrieved using a cook medical lasso vascular snare, leaving no residue behind. A new lambda of the same size and configuration and a new diagnostic catheter were used, and the examination was completed. Intervention was required to prevent permanent impairment/damage.